Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local are sales representative indicated that the out of range measurement was unable to be reproduced. There were no plans for additional intervention at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. There was no noise present. A chest x-ray planned to be performed. To date, there have been no adverse patient effects reported.